Event description:
Pt was found breathless. CPR initiated. Monitor indicated asystole. Regardless, an attempt was made to defibrillate. The defibrillator was set at 200 and 300 joules the unit charged. The usual hum was noted, and the device was fired without delay. No movement was seen from the body. No spike was seen on the screen. The monitor strip was not printing at the time.